Event description:
It was reported to philips that the co2 readings on the device were erratic. While performing calibrations, the co2 results would jump from 37 mmhg to 42 mmhg and then back down again. There was no patient involvement.